Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of a damaged rate knob, the case was broken around it and it was missing. It was further noted that the hanger assembly was contaminated with leftover adhesive, both output connectors were broken, the red wire on the liquid crystal display was pinched but not exposed and the encoder switch assembly was damaged. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the external pulse generator (epg) needed the rate knob to be replaced due to damage by being pushed in. It was also requested that the epg be calibrated. The epg was returned for repair. There was no patient involvement.